Event description:
It was reported that the patient was in the hospital during a (B) (6) 2010 pump update. The patient had a catheter revision, not further specified. There was possible emi (electromagnetic interference) during the update. The baclofen dose was 824.7 mcg/day. After the update on (B) (6) 2010, the baclofen dose was 899.1 mcg/day. An alarm was heard and also confirmed by telemetry; telemetry strips revealed stopped pump period may exceed tube set from (B) (6) 2010. The patient was experiencing an increase in spasticity. On (B) (6) 2010, the hcp restarted the pump at a lower dose of 824.7 mcg/day; everything was programmed correctly. Final patient outcome was not reported. It was later reported that the event was related to a programming or interrogation procedure. Based on the pump logs, telemetry was incomplete. The pump was in stopped pump mode.

Manufacturer narrative:
(B) (4).